Event description:
It was reported that a spectrum iq pump failed volume to be infused (vtbi) at 20 ml and had greater than 21 ml several times. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.